Event description:
It was reported that they experienced low flow and during functional the device after 10-15 mins would drop to 0.0 flow. During functional verification with them circulation pump command (cpc) was 30 percentage. Flow was 1.1, inlet pressure (ip) was -7.0. When fluid delivery line (fdl) was removed inlet pressure dropped to -1.4 . Failed pressure transducer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they experienced low flow and during functional the device after 10-15 mins would drop to 0.0 flow. During functional verification with them circulation pump command (cpc) was 30 percentage. Flow was 1.1, inlet pressure (ip) was -7.0. When fluid delivery line (fdl) was removed inlet pressure dropped to -1.4 . Failed pressure transducer.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.